Event description:
This event was captured based on review of the article: three-year follow-up after treatment of bare-metal stent restenosis with first-generation or second-generation drug-eluting stents. It was reported that this single center study which ran from (B)(6) 2003 to (B)(6) 2009 consisted of 264 consecutive patients with bare metal stent in-stent restenosis with implantation of 75 of the patients with xience v stents. Clinical outcomes were as follows: 27% major adverse cardiovascular event (including death, myocardial infarction, and target lesion revascularization). 16% target vessel revascularization; no additional information was provided.

Manufacturer narrative:
(B)(4). Date of death estimated as (B)(6) 2012. Date of event estimated as (B)(6) 2012. Date of implant estimated as (B)(6) 2003. There were no reported product deficiencies. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. It should be noted that the IFU (section 3.0) states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Article attached: three-year follow-up after treatment of bare-metal stent restenosis with first-generation or second-generation drug-eluting stents. This copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted.